Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during implant attempt of the right ventricular lead it was difficult to position the lead, capture thresholds were high, and there was undersensing. The lead was not implanted and the physician placed another lead. No patient complications have been reported as a result of this event.